Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was feeling palpitations and presented to clinic for device check. Episodes were stored due to competitive atrial pacing. No intervention had been reported.